Manufacturer narrative:
Additional information: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During the decontamination of the sets, lipids were observed dried and blocking the filter. The samples were decontaminated. Functional testing including pressure and clear passage under water testing was performed, and the devices were found to operate per specification. The sets were then primed. During priming, no flow was observed through the filter of one device, and the other device primed without any difficulty. The reported condition was verified for one device. The cause of the condition was not determined. The reported condition was not verified for the second device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two clearlink non-dehp solution sets were unable to be primed. The event occurred during priming with unspecified lipids, described as "50 grams in 250 mls". The reporter stated that the check valve was inverted and tapped, the bag was not initially squeezed but after the lipid stopped flowing at the filter the bag was then squeezed. There was no patient involvement. No additional information is available.